Event description:
It was reported that a red call doctor icon appeared on the communicator. The patient called boston scientific technical services and noted that the heart button would not work and the lights would not turn on. The device and leads remain in service. No adverse patient effects were reported.